Event description:
It was reported that the asymptomatic patient presented for follow up in clinic, oversensing was observed on the right atrial lead. The lead was capped and replaced successfully on (B)(6) 2017. The patient's condition before, during and post procedure was stable.